Event description:
It was reported that the hydrogel kit was set up incorrectly. The syringe holder was not placed correctly, it fell apart, therefore, there was an inability to compress both syringes simultaneously which caused the kit to obstruct. The physician decided to abort the procedure. Approximately two ccs were injected. The patient was under general anesthesia, no patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: impac code f1001 is being used to capture the reportable event of absence of treatment.